Event description:
According to the reporter, the tacker was able to fire while tacking the mesh to the peritoneum, however, some tacks fell into patient's cavity. This happened during laparoscopic bilateral inguinal hernia repair and another tacker was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.